Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Patient profile form and medical records indicated that at the time of the procedure, the right femoral common femoral vein was accessed percutaneously and a floppy-tipped k-wire was passed up to the ivc under direct fluoroscopic guidance. A shuttle sheath was passed over the wire and positioned appropriately based upon a prior venacavogram. An optease filter was selected and deployed just below the renal veins. At the l2-l3 interspace, it deployed without incident. The sheath was withdrawn. The patient was placed in steep trendelenburg, for hemostasis. Approximately two weeks post implantation, an attempt to remove the filter was made. At this time, a flush vena cavogram was performed which demonstrated patency of the ivc, and patency of the filter itself. The filter was noted to be tilted towards the right wall of the cava. An end snare was passed thought the sheath. An attempt was made to grasp the filter by the hook. It appears the hook was nearly embedded in the right caval wall. There was significant tilt in the filter. It was noted that this is why the filter happened to deploy given the delivery system apparatus and was able to manipulate the filter away from the vena caval wall. Attempts were made to do this, both with an end snare and with a single standard loop snare. After several attempts, a decision was made to leave the filter. The sheath and catheter were withdrawn. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, tilt, filter embedded in wall of the nc, unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported tilt and embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the events were previously captured on an initial med watch under a prior complaint handling system. Manufacturer regulatory report number was 9616099-2016-00273. This report is being submitted due to additional information received.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, tilt, filter embedded in wall of the nc, unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. Addendum: patient profile form and medical records indicated that at the time of the procedure, the right femoral common femoral vein was accessed percutaneously and a floppy-tipped k-wire was passed up to the ivc under direct fluoroscopic guidance. A shuttle sheath was passed over the wire and positioned appropriately based upon a prior venacavogram. An optease filter was selected and deployed just below the renal veins. At the l2-l3 interspace, it deployed without incident. The sheath was withdrawn. The patient was placed in steep trendelenburg, for hemostasis. Approximately two weeks post implantation, an attempt to remove the filter was made. At this time a flush vena cavogram was performed which demonstrated patency of the ivc, patency of the filter itself. The filter was noted to be tilted towards the right wall of the cava. An end smare was passed thought the sheath. An attempt was made to grasp the filter on the hook. It appeared as though the hook was nearly embedded in the right caval wall. There was significant tilt in the filter. It was noted that this is why the filter happened to deploy "fiven" the delivery system apparatus and was able to manipulate the filter away from the vena caval wall. Attempts were made to do this, both with an end snare and with a single standard loop snare. After several attempts, a decision was made to leave the filter. The sheath and catheter were withdrawn.